Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2011. Approximately seven (7) years post initial procedure, a type iiia endoleak with aneurysm enlargement (7.7cm to 8.7cm) were detected by routine follow-up CT on (B)(6) 2018. Endologix became aware of the reported product problem and adverse event on (B)(6) 2018. The physician elected to treat the patient by relining with two (2) infrarenal afx devices on (B)(6) 2018. The patient tolerated the secondary procedure well.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: sac growth and type iiia endoleak with complete component separation. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 17 jun 2015, 2. Field training was completed by 03 aug 2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. Additional information: relevant tests/laboratory data; MFR site; report source; add device code 2907; add method code 3331, 4112. Correction: remove result code 3221 and add 4247; remove conclusion code 11 and add 22.